Event description:
Per the clinic, the patient experienced wound dehiscence and an infection at the implant site (date not reported). Subsequently, the patient was moved to smaller bandage head (date not reported).